Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 1¿ from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the returned pump, a flat, non-laminated thrombus formation was present on the body of the rotor. The deposition was not adhered to the rotor, but areas of the deposition were hard and denatured, indicating that it was present while the pump was operating. The specific origin of the deposition could not be conclusively determined. Examination of the proximal-side of the outlet stator revealed a non-laminated deposition adjacent to the outlet bearing ball. The deposition was not adhered to any of the surfaces. The lack of laminated layering suggests that the deposition did not develop in this location. The deposition also lacked denaturing and circumferential contact marks on the outlet bearing cup or outlet cone section to indicate that it was present in the outlet stator while the pump was operating. Its specific origin and a duration of time for which it was present in the pump could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended throughout this testing. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 7 months. The device was returned for analysis. The evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the device evaluation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient received a pump exchange on (B)(6) 2016 due to suspected pump thrombosis. Additional information has been requested but not provided.